Manufacturer narrative:
This rv lead was successfully replaced, and will be returned to boston scientific for laboratory anlaysis. At this time there is no additional information. Should additional information become available, this report will be updated.

Manufacturer narrative:
The portion of the rv lead with the elecrode tip was surgically abandoned, and the other section of the lead was to be returned to boston scientific for analysis, but was never received. Therefore, product analysis could not be performed. Please accept this as a final report. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a loss of capture, dislodgment, and an increase in r wave values. During the revision procedure, this rv lead was cut. There were no adverse patient effects reported.